Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The product had caused the reported failure. Based on the attached photo, observed there was only 9pcs of catheter was in the package. However, the reported event could not be confirmed since only photo sample was provided for investigation. The exact cause of how and when problem occurred could not be confirmed. A potential root cause for this failure mode could be, operator's mishandling error. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Correction: d,e,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on 30sep2025, when labeling material of the foley catheter, 1 missing part was detected in a closed supplier box.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, when labeling material of the foley catheter, 1 missing part was detected in a closed supplier box.